Event description:
It was reported that during a generator replacement due to low battery, high impedance was seen and troubleshooting was performed of confirming complete pin insertion and cleaning the lead pin and generator header. It's noted that there was no patient trauma or manipulation. The patient later underwent a full revision where impedance was resolved after the replacement. The suspect device has not been received by manufacturer to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
The suspect device was received by the manufacturer and product analysis was completed. Visual analysis of the first returned portion showed eight sets of setscrew marks on the connector pin. Abrasions were seen on the connector boot and outer tubing. Body fluids were seen inside the inner and outer tubing in some areas and the tubing/silicone adhesive was torn off at the connector bifurcation area. Two abraded openings were seen on the outer tubing. Analysis of the second returned portion showed six sets of setscrew marks on the connector pin and abrasions were seen on the booth and outer tubing that did not penetrate. Body fluids were seen inside the inner tube. The coils are spiraled, kinked, and stretched, most likely due to manipulation during the explant procedure. Continuity checks of the returned lead portions were performed during the functional analysis, and no discontinuities were identified. The allegation of "high impedance, other / unknown" was not confirmed. The as received photo shows the marked connector inserted in the (-) lead receptacle and the unmarked lead connector is inserted in the (+) lead receptacle of the pulse generator header. Note that since a portion of the lead assembly (body) including the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Product analysis worksheet was reviewed and no anomalies outside of the previously mentioned issues were seen.